Manufacturer narrative:
The actual complaint sample was returned for review by the customer. The customer returned 19 sponges of product code 7148. The samples were evaluated for the reported condition and clearly showed that the unfolded sponges were easily pulled apart. The sponges ripped apart near the x-ray detectable element. As part of the manufacturing process, a device history record (DHR) is generated for the lot of product meeting all acceptance criteria prior to release of the lot. A potential root cause for the reported condition is the gauze was weakened during the bleaching cycle. This product is meant to be used as the ply stated on the packaging. The product is not meant to be unfolded prior to use. Unfolding the sponge will weaken the strength of the sponge. Tensile test are performed in process to determine the strength of the gauze. This data is recorded and reviewed prior to the product being shipped. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer states the gauze disintegrates when separated.